Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported lamp issue but uncovered insufficient thermal grease. Additionally, the investigation found a worn-out video connector and the non-olympus lamp was over 50 plus hours which measured within range. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii xenon light source lamp did not ignite properly. Upon inspection and testing of the returned device, it was observed that the lamp malfunction with installation problem, heat compound applied was insufficient and caused the lamp to be faulty. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, regarding the lamp not lighting up, the phenomenon was not reproducible. It is likely that the application of the heat compound was inadequate when the lamp was replaced by a user or a third party. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp maj-1817 ·never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire." Olympus will continue to monitor the field performance of this device.